Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 4.5 inches from the pump housing; the severed portion of the lead did not return. Electrical continuity testing was performed on the returned portion of the lead and discontinuities were found in the red, yellow, and orange wires. The shielding and bionate layers within the lead were removed and examination of the underlying wires revealed that the red, yellow, and orange wires adjacent to the nipple of the pump housing were fractured. The conductors of these wires were exposed at this location. The fracture of the red, yellow, and orange wires appeared to be the result of repetitive movement of the lead in this area, which caused abrasion to the wires as a result of rubbing against the braided shielding. No evidence of mechanical damage was noted. The fractured wires would have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stoppage events. The reported event also could have resulted from a phase to phase short if the exposed conductors from any of the two wires made direct with each other or simultaneous contact with the braided shield while the device was supported by battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received which indicated that the patient reportedly experienced low voltage and low speed events. The patient was transferred to another hospital for a second opinion for a possible pump exchange. The patient underwent a pump exchange.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the pump speed decreased to the low speed or below the low speed operation two times over two days after a system controller exchange. A review of the submitted log file showed multiple low speed events while the patient was connected to the patient cable. There were no pump stoppages noted. A review of the x-ray images from 4 months prior to this event noted possible pump rotation. Current x-rays were reported to be unremarkable. The patient was asymptomatic. An onsite evaluation of the patient¿s percutaneous lead was performed and broken wires were identified during the electrical continuity testing. An external percutaneous lead repair was completed. A compromise to the internal portion of the percutaneous lead is suspected. The physician does not want to perform a pump replacement at this time. An ungrounded power module patient cable was requested. No additional information was provided.

Manufacturer narrative:
Approximate age of the device is 4 years, 2 months. The distal portion of the percutaneous lead from the device was returned, evaluation is not complete. The patient remains ongoing with lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The report of low speed alarms and pump stop events can be confirmed based on the evaluation of the device. The pump returned with the percutaneous lead (lead) cut approximately 4.5¿ from the pump housing and the severed portion of the lead did not return. Continuity testing was performed on the returned portion of the lead and discontinuities were found in the red, yellow, and orange wires. The shielding and bionate were removed and examination of the underlying wires revealed complete fractures of the red, yellow, and orange wires adjacent to the nipple of the pump housing. The conductors of these wires were exposed. The fracture of the red, yellow, and orange wires appeared to be the result of repetitive flexing of the lead in this areas, which caused abrasion to the wires as a result of rubbing against the braided shielding. No evidence of mechanical damage was noted. The fractured wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stop events. The reported event also could have resulted from a phase to phase short if the exposed conductors from any of the two wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.